Event description:
I have been using medtronic 780g since (B)(6) 2024 and guardian 4 (mmt-7040) after upgrade from 770g and guardian 3. The sensor is commercialized as to work 7 days but during that period only one worked the expected useful life. All the others failed within 4-5 days showing a "change sensor. Sensor is not working properly." During the last month the sensors last 2-3 days. I have 63 calls to medtronic technical support in my cellphone history and most of the calls were to ask for sensor replacement. Unfortunately, the company is experiencing shortage of sensor replacements since april which is making the therapy harder. Also, sometimes a have huge differences between blood glucose and sensor glucose making the insulin pump to take wrong decisions. For example: if the sensor glucose is low, the pump will not send me insulin but in blood glucose the sugar is normal and then I have a spike. If I try to calibrate with a big difference, calibration fails and after two fails it will ask to change a sensor and sensor replacement are out of stock. Recently, every time a have a low per sensor glucose the sensor fails when the close loop system should be helping me to prevent high and lows instead of fail in the difficult times. My transmitter has been replaced 2 times ((B)(6)) but issues continue. This has been causing me a lot of stress and anxiety and certainly it is not helping me as expected. Medtronic only takes the report and assigned to me an instructor few days ago but the issues continue. This is very frustrating. The quality of the product should be investigated. Also, the product is very expensive and probably my health plan will not cover another pump and sensor from another brand in that short time of period. I used 770g and guardian 3 and they worked most of the time. I have been experiencing more sensor failures since february than the day I started with medtronic in 2012. I would like to have a solution on this beside replacement of sensor when the sensors are restock. I have reported several lot numbers but at this time I only have record of the following: hg7vtnk; hg7yrxy; hg7y549; hg7x93b; hg7x93b; and hg7x8yf.